Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the patient was admitted to the hospital yesterday or the day before. The hcp stated that this was due to the manufacturer device causing high blood pressure. The indication for use was non-malignant pain. No device issues reported.